Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The extension tubing was also returned. Product evaluation: the technician attempted to insert a laboratory 0.025" guide wire through the inner lumen and was able to successfully insert the guide wire. He inner lumen was dimensionally inspected and found to meet specification. Conclusion: the reported events cannot be confirmed by the evaluation. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
Issues obtaining a pressure wave form via catheter. The chief perfusionist believed the central lumen of the catheter was clotted. Asked for return kit to be sent. Patient expired no due to iab.